Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed the basic occlusion test, displacement test and excessive no delivery test. No motor error alarms occurred during test. Motor tested okay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms and motor error from the insulin pump. The customer's blood glucose reading was 237 mg/dl. The customer treated with the pump. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer was advised to replace the plunger and manually push plunger to verify insulin exited the tubing. The customer stated that the pump alarmed no delivery with manual prime. The customer stated that there were no motor position encoder errors in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.